Event description:
Customer called in unsure why her blood glucose levels (bgs) were elevated. Her bgs fluctuated between 71-359 mg/dl before the pod actually alarmed. She was able to start a new pod successfully. No further issues were identified.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.